Manufacturer narrative:
A field service technical executive (te) was sent to the customer site at the request of the customer. The te replaced damaged probe tubing, worn wash stations, the probe/electrode assembly, the multi-valve block, a leaking sample syringe, and a worn diluent syringe. The te also inspected, cleaned and lubricated the boom and pump assemblies. The assay was then recalibrated and subsequent results were acceptable. This event is addressed in the imx operations manual review, ln 8376-07:66-5458/r4; section 9: maintenance- pg 9-1: to ensure accurate test results, you need to maintain your imx. At regularly scheduled intervals, you must clean various parts of the imx and run system checks to be sure that the imx is running properly. If you maintain your imx properly, you will: maintain the best operating level for your imx, and provide the highest quality test results/ maintain records for inspection and accreditation/foresee needed adjustments or repairs before your test results are affected/ help identify and isolate any problems with your imx system. Daily maintenance (actually performed once per each 8-hour shift of instrument use): washing and inspecting the probe/electrode assembly/probe cleaning procedure/priming the imx and checking for air bubbles and leaks. Weekly maintenance: cleaning the dispense system. As required maintenance (includes component replacement): diluent or sample syringe/interconnect tubing/multivalve block /probe link tubing. Section 10:troubleshooting >> observed problems>> erratic meia test results (page: 10b-13), probable cause: air bubbles in the meia or select reagent pack, sample well, tubing, or syringes. (Leak)/dirty, damaged or incorrect positioning of the probe-electrode assembly/dirty or malfunctioning dispense component/improper mixing of the reagent pack between runs/ insufficient meia#2 diluent buffer/liquid present on tip of probe. Labeling currently present in the imx operations manual adequately addresses the situation noted by the customer. The customer is provided with guidance on how and when to perform maintenance procedures including necessary component replacement instructions. The investigation demonstrated that the imx analyzer is performing within its intended use, label claims, and specifications. No deficiency related to the performance of the device was identified. This is a final report.

Event description:
The customer states that discrepant pt results have been generated by the imx total b-hcg assay and have been questioned by a physician. A pt sample generated a result of 514 miu/ml. The same sample generated a result of 3654 miu/ml at a sister lab (also with the imx system) and a result of 3484 miu/ml on a competitor's platform. Controls have been within specifications. No pt info will be made available due to confidentiality issues. There is no impact to pt mgt reported.